Event description:
Consumer called stating that the button that holds the footplate up on the 9xdt manual wheelchair has allegedly broken off. Front riggings will not stay up. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9xdt, serial number/date (B)(4) is approximately 9 months old. The owner's manual part number 1056953 rev p (nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's preexisting medical condition is stated as a major spine injury. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer has 2 9xdt manual wheelchairs that are having the same issue with the foot rests. The malfunction has not been confirmed.